Event description:
Related manufacturer reference number: 2017865-2022-09731, related manufacturer reference number: 2017865-2022-09732. It was reported that the patient presented in clinic to have their incision site evaluated. It was noted that it was infected and the pacemaker (pm) had eroded the pocket. The entire pacemaker (pm) system was explanted and a temporary lead was implanted. The patient was stable throughout the procedure.